Event description:
During a procedure, the generator was unable to proceed past sensory testing. The arrow needed to be selected to individually test electrodes. The procedure was cancelled after the patient was sedated and needles were placed. There were no adverse patient consequences and the procedure was rescheduled.

Manufacturer narrative:
During investigation a stuck ¿auto stop¿ key on the upper assembly was identified as the root cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported output issue and subsequent cancellation could not be determined.